Event description:
It was reported to manufacturer of bed, per facility; (B)(6) care center, they had an entrapment death and reported it to FDA and the bed alarm company. FDA called facility and informed them they also need to get the bed, rail, and mattress manufactures involved. Per facility a staff member on the night shift found the resident with lower half of her body on the floor with her head and shoulder wedged between the rail at the end of the rail and mattress. Resident passed away due to affixation due to neck compression. (As described this would be a zone 4 entrapment). Mattress and bed alarm system utilized on our bed were another manufacturer product(s).